Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information was received indicating that an x-ray showed that there was something in the patient's heart following the system extraction. As a boston scientific field representative was not present at the extraction procedure, boston scientific technical services (ts) could not confirm the cause of the anomaly on the x-ray. Attempts to obtain additional information were performed but no additional information is available. There were no additional adverse effects reported. The product was explanted.